Event description:
It was reported that the patient underwent a posterior lumbar interbody fusion (plif) with instrumentation and interbody device. While the surgeon was breaking off the last set screw, the torque limiting driver fractured at the tip. Two fractured pieces fell into the wound. The broken pieces were retrieved. Counter torque was not used. X-rays confirmed no fragments remained in the patient. No patient complications were reported.

Manufacturer narrative:
(B) (4): the driver was not returned for evaluation. Imaging films were not provided.